Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in the estimated battery remaining from 20 percent to 15 percent in just over a month time frame. Technical services (ts) review of the data was requested. Upon review, ts noted that the power consumption on the device has been increasing and the s-ICD is exhibiting premature battery depletion. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) showed a decrease in the estimated battery remaining from 20 percent to 15 percent in just over a month time frame. Technical services (ts) review of the data was requested. Upon review, ts noted that the power consumption on the device has been increasing and the s-ICD is exhibiting premature battery depletion. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.